Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that no example was provided to investigate the issue and closed the case as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the patients are not crossing over from cerner to pyxis, causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.